Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for chronic low back pain. It was reported that an overdischarge was alleged. The patient had a back fusion done and turned stimulation off for this. The patient had not used his stimulation since then and had never turned it back on. The back fusion was not related to the therapy or implantable neurostimulator (ins). They were currently trying to do their second physician mode recharge (pmr). The rep confirmed the first pmr was done but the patient was not able to get the charging screen back up. During the second attempt at doing the pmr they were seeing the reposition antenna screen. They continued to see the reposition antenna after trying a hard reset with the implantable neurostimulator recharger (insr) and changing out the insr antenna. The "locate antenna" symbol appeared and the rep repositioned and attempted at least 40 times. It was still unsuccessful. They tried a different insr and had the same issue. They still got the "locate antenna" symbol. They felt that the battery was at end of life (eol). The patient had a follow up appointment to discuss battery replacement. The rep later reported that the patient would be getting a battery replacement.